Event description:
It was reported that at the end of a bph surgical procedure, fiber glass tip came off inside the patient. The tip was retrieved from the patient using forceps. The procedure was completed by utilizing the same fiber. Patient outcome: "no injury" to the patient reported.